Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's surgery to place a trial lead for improved stimulation coverage was abandoned. During the surgery, the patient's physician was unable to advance the scs lead further than a vertebral body due to patient anatomy, and after multiple attempts, the physician elected to abandon the procedure.